Manufacturer narrative:
(B)(4). Misaligned jaw, yielded jaw. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What does customer mean by "misfeed", does this mean clips would not feed into jaws, multiple clips fed into jaws, clips fed sideways into jaws, clips fed slowly into jaws? What type of procedure was performed? How was case completed? Was cholangiogram done on procedure? Which firing of the device did this event occur on? What vessel or structure was the device fired on at the time of the event? Was the clip fully advanced into the jaws prior to firing? Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? Was there any torquing or twisting of the device present at the time of firing? Was any unexpected resistance felt while firing the trigger? Were any unexpected noises heard? If so, when? Was clip fired over another clip or hard structure? Did anything unexpected happen prior to this incident? Was the device fired after this incident in or out of the patient? Did somebody other than the primary surgeon fire the instrument? If so, whom? Was there a recent conversion to ees devices in this account or with this surge the er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded and misaligned condition. Possible causes for the yielded condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected or scissored clips. However, 6 conforming clips were fed and properly formed. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, there was a ¿misfeed¿ with device. There were no patient consequences reported. It is unknown how case was completed.